Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial arteriovenous fistula. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, it was noted that the balloon ruptured while blowing it inside the patient's body. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
B5. Describe event or problem- updated.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial arteriovenous fistula. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, it was noted that the balloon ruptured while blowing it inside the patient's body. The procedure was completed with another of same device. There were no patient complications reported. It was further reported that the balloon was inflated one time and the balloon ruptured at 20 atmospheres so it was simply removed as a whole together. It was further reported that the target lesion was 70% stenosed, severely tortuous, and mildly calcified.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A partial balloon circumferential tear was identified located approximately 4mm proximal of the distal balloon markerband. From the partial circumferential tear the balloon was also torn longitudinally for approximately 11mm proximally. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial arteriovenous fistula. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, it was noted that the balloon ruptured while blowing it inside the patient's body. The procedure was completed with another of same device. There were no patient complications reported. It was further reported that the balloon was inflated one time and the balloon ruptured at 20 atmospheres so it was simply removed as a whole together. It was further reported that the target lesion was 70% stenosed, severely tortuous, and mildly calcified.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial arteriovenous fistula. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, it was noted that the balloon ruptured while blowing it inside the patient's body. The procedure was completed with another of same device. There were no patient complications reported. It was further reported that the balloon was inflated one time and the balloon ruptured at 20 atmospheres so it was simply removed as a whole together.